Manufacturer narrative:
This report is submitted on april 20, 2023

Event description:
Per the clinic, the patient experienced poor retention of the external magnet. A skin flap revision was performed under a general anaesthetic on (B)(6) 2023. The implant remains in-situ.

Event description:
There was no device analysis, and the attached document was for another patient.

Manufacturer narrative:
There was no device analysis, and the attached document was for another patient. This report is submitted on (B)(6), 2023.